Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices and stopped providing stimulation. In turn, surgical intervention was undertaken in (B)(6) of 2019 (exact date unknown) wherein the entire scs system was explanted and replaced with another manufacturer's system.